Event description:
Revision surgery - MDR - tight knee/required intervention to prevent impairment/damage (revision)

Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2021-00577; 343-13-706, s800 - revision surgery, revision surgery if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.